Event description:
This nurse noticed liquid under the pump that was running in [redacted]. Upon assessment it was determined the cisplatin had been slowly leaking through the chemo adaptor site. The area was able to be cleaned up with strict chemo precautions and did not require a spill activation. There was no immediate risk to the patient or employees but there could have been exposure due to the cisplatin being aerosol-able.